Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "extrusion" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prominent areas of protrusion and implant palpability."

Event description:
Healthcare professional reported right side "ridge in implant." Healthcare professional later reported "folding in the breast pocket causing prominent areas of protrusion and implant palpability along the medical and lateral breast (...) Which lead to notable discomfort for the patient." Device was explanted and replaced. Device has been discarded.